Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Dentistry. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? During use on patient. Were x-rays taken to locate the needle? Unk. Was the needle piece removed from the patient during the same procedure? Yes. Was there any patient consequence or injury?no. What is the condition of the patient? No consequence.

Event description:
It was reported that the patient underwent an unknown dental procedure in 2020 and suture was used. The needle wire detached from the suture during use. The needle was removed from the patient during the same procedure. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 04/06/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.